Event description:
The dr tried to insert the iab through the sheath for ten minutes. He adjusted the sheath but the membrane "uncoiled." The iab was removed and a second iab was inserted with the same 6" sheath with a clear hemostasis valve. The dr had difficulty removing the iab because the pt had tortuous vessels so the iab was surgically removed. (Event complications: none from the event-reported 10/29/96.) (Pt's current status: alive-rpt'd 10/29/96.)

Manufacturer narrative:
The iab was returned intact for evaluation with the membrane noted to be loosely folded. Blood was noted on the exterior of the device and within the inner lumen. No kinks were noted in the catheter tubing. No sheath was present with the iab catheter. The catheter o.d. Was measured and found to be within datascope's mfg specifications. With a vacuum drawn and maintained on the loosely folded membrane, it was not possible to insert the iab through a laboratory 10 french, 6 inch sheath/hemostasis valve assembly (clear) without difficulty. Probable cause of difficulty: based on the examination of the iab, it was not possible to verify the encountered difficulty in the laboratory. Laboratory examination of the returned catheter revealed no defects. Having the opportunity to examine the original sheath/hemostasis valve assembly used with the balloon catheter may have provided additional info. In general, difficulty advancing the iab into the sheath/hemostasis valve assembly may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The patient may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guide wire. The catheter was held too far back from the site of insertion.